Manufacturer narrative:
The system module will be returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "pop sound during surgery" (no code available); "illuminator stopped functioning" (inadequate lighting). The customer reported that during surgery, a "pop" sound was heard from the system and the illuminator stopped functioning. The auxiliary illuminator was used and the case completed without complications. No patient injury was reported.